Event description:
It was reported that the patient experienced palpitations. The right atrial (ra) lead exhibited possible oversensing and undersensing on current stored electrograms (egm). The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.